Manufacturer narrative:
Device was used for treatment, not diagnosis. Common device name: additional product codes, kwq, mnh, mni, nkb. This report is for an unknown quantity of unknown parts/unknown lots. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records could not be reviewed as no lot was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that additional information was received by the synthes legal department on 9/5/2014. On or about (B)(6) 2008 the patient underwent a c5-6 anterior cervical discectomy and arthroplasty with a prodisc-c. On or about (B)(6) 2012 the patient returned to her surgeon due to increasing neck and right shoulder pain that she had been experiencing since the surgery. On or about (B)(6) 2012 the patient underwent surgery as a result of herniation and fragmentation of the prodisc-c. The prodisc-c had broken into fragments sometime after it was implanted. This was causing impingement of the c7 nerve root. The area surrounding the fragments had calcified and the surgeon was unable to remove the fragments which had herniated. Despite surgery on (B)(6) 2012, she has continued to suffer from neck pain and right shoulder pain as well as limitation of range of motion in her neck. This has required ongoing treatment, which has been rendered permanent in nature as a result of the calcification for prodisc-c fragments. The fragments cannot be removed from the plaintiff's cervical region without the risk of further damage to her overall cervical region. This is report number 1 of 1 for (B)(4).

Event description:
It was reported that legal action has been filed post unspecified synthes product implantation. There is no complaint specific information. There is no adverse event specific information. In an abundance of caution this is being reported as an adverse event ¿ serious injury. Additional information has been requested. This report is for an unspecified event 1 of 1 for complaint (B)(4).